Event description:
Complainant alleged that during functional testing, the device displayed a red "x". Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was not returned for evaluation. The device data logs were not available for review. The battery used at the time of the event was returned for evaluation. The battery had a visual indication that recalibration was required. The battery was found to be faulty when inserted into a battery charger and was unable to be recalibrated. A replacement battery was sent to the customer as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including functional stress testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The battery used at the time of the report was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.